Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. For example, the instrument passed engagement and was able to retain the clip, but it could not apply the clip properly. Additional observations related to the customer reported complaint were also identified: the clip applier instrument had bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be held properly.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the hem-o-lok clip applier instrument would not hold the clips. The instrument spring was bad. Another instrument was used, and it worked. The procedure was completed with no reported injury.